Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to noise. Externalized conductor was seen via x-ray. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned. Internal insulation abrasions were found in multiple locations between 7.0cm and 15.6cm from the distal end. The re, rv, and inactive cables were visible but the etfe and ptfe coatings were intact.